Event description:
It was reported the patient was to have a revision to advanced their lead less than 1 cm. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a revision due to the lead placement being off by 1 cm. The patient was not receiving optimal therapy and their healthcare professional (hcp) noticed the lead was not in the target position so they chose to do a revision. After the revision, the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).